Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Dealer claims end user was going down the street to get blood work done when he was transitioning off the pavement to the paved shoulder when the left caster arm frame snapped. The chair tipped forward and the end user and chair landed on the ground.

Event description:
Dealer claims end user was going down the street to get blood work done when he was transitioning off the pavement to the paved shoulder when the left caster arm frame snapped. The chair tipped forward and the end user and chair landed on the ground.

Manufacturer narrative:
Unanticipated fracturing of the caster arm due to end user abuse. Product enhancement initiated.